Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 2506044. No deviations or nonconformances were identified during the manufacturing process that could have contributed to the reported concern. As part of our standard quality process, final products from this manufacturing line undergo both visual and functional inspections at multiple stages. No issues related to the reported condition were identified during these inspections. Six retained samples were used for further evaluation. All samples were inspected, and no damage was observed within any of the tips. Additionally, functional testing was performed by repeatedly connecting and disconnecting the syringes to a luer connector, and no breakage or other issues occurred. Based on the available information, no root cause linked to the device or our manufacturing process was identified. It is possible that the tip broke as a result of over tightening during connection with the filling device; however, this could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: the tip of the luer lock breaks off when the syringe is disconnected. It can then no longer be used because the broken tip remains stuck in it.